Manufacturer narrative:
Date of event: unknown/ not provided, but the best estimate date is 2021. Implant date: the exact date of implant is unknown, not provided, but the best estimate date is (B)(6) 2021. Explant date: not applicable as lens remains implanted. (B)(6). The device is not returning for evaluation as to date it remains implanted; therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that a patient had the cataract surgery in (B)(6) 2021 and could not see clearly especially in the distance. The patient could not drive by car. The left eye was +0.75 prior to the operation. At one point after the operation, the patient's vision was 0.6 and on (B)(6) 2021, it was 0.80. The patient could see better, but they cannot see in the distance. Reportedly, the patient's husband now drives the patient around. No further information was provided. This emdr report is for the patient's left eye. A separate report is being submitted for the patient's right eye.